Event description:
It was reported that air bubbles were observed within the cartridge canister. Reportedly, customer was using cold insulin to fill the cartridge. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus.